Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: poland the investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the motor was corroded and the speed was unstable and the reciprocation arm was worn. The motor and reciprocation arm were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during pm that there was a motor error and worn reciprocation arm. There is no harm or delay reported. Due diligence is complete. During device evaluation it was determined that the motor speed was unstable. No adverse events were reported as a result of this malfunction.